Manufacturer narrative:
The device was returned and the evaluation found air/water tube and air/water cylinder with foreign material due to other failure mode such as insufficient or incorrect reprocessing. No malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a white foreign material that was found inside of the air/water tube and air/water cylinder. There were no reports of patient involvement. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: e1. Additional information: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, the probable cause of the "foreign material in air/water tube and cylinder " malfunction could not be identified, the root cause could not be established. The event can be prevented by following the instructions for use which state: IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection states how to detect the events. IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope states how to prevent the events. Correction to g3 of the initial medwatch. The aware date should be 04march2024. Olympus will continue to monitor field performance for this device.